Event description:
It was reported that during a pulmonary wedge resection procedure, the staples broke and harmed a lung tissue. The staplers¿ broken trigger fell into the patient. The stapler was removed from the patient and the surgery went on without it. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: on which firing did the event occur? 2nd. What color cartridge was being used? For ntlc only black cartridge is available did the device staple? Yes. If the device stapled was the staple line complete? No, because the staple has broken during firing. If the device stapled, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? It was irregular, because they had to suture the line.. Did the device cut? Yes. If the device cut was the cut line complete? No, because the staple has broken during firing. How was the damage lung tissue resolved? ¿¿don¿t know. After that happens, I was not allowed to stay in the room.¿¿ was the firing knob removed from the patient? Yes. How was the case completed? By using another / competitors staple.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload loaded on the device. The reload was returned with the proximal 36 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. In addition another cartridge was received with one driver up without staples, and the remaining drivers down with staples present. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. The batch record was reviewed and no anomalies were noted during the manufacturing process.